Manufacturer narrative:
(B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received questionable results for three patient samples tested for gluc3 glucose hk gen.3 (glu) on a cobas 8000 c 702 module (c702). Of the three samples, two had data that are reportable as a malfunction. The first patient sample initially resulted with a glu value of 302 mg/dl, which was reported outside of the laboratory. The sample was repeated on (B)(6) 2018, resulting as 96 mg/dl. After the first patient sample was tested, the field service engineer checked the instrument and a cell rinse station was found to be leaking randomly. The engineer adjusted the gear pump pressure. After this, the rinse station stopped leaking. Precision studies were performed. The second patient sample initially resulted with a glu value of 719 mg/dl on (B)(6) 2018. The sample was repeated, resulting as 90 mg/dl. No erroneous results from this sample were reported outside of the laboratory. Additional precision studies were performed on 15-jun-2018. No adverse events were alleged. The glu reagent lot number 30265201, with an expiration date of 31-mar-2019. The engineer returned to the site and adjusted the gear pump pressure again. He verified pressure. He adjusted the flow rate of the reagent probe washing as this was outside of specification. He adjusted the reagent probes, cleaned nozzles and holes of all rinse stations. Some rinse stations nozzles were not moving freely or smoothly. He decontaminated tubing. No leaking was observed. After the service actions, the customer stated that there were erroneous results for a third patient sample tested on (B)(6) 2018. No erroneous results were reported outside of the laboratory for this sample and the user detected the issue since the erroneous results were accompanied by data flags.

Manufacturer narrative:
Field service engineer performed a visual check and indicated there was no trace of any dripping on the surface. Maintenance was also performed to resolve a trickle observed in washing comb 3. The customer had 3 more instances of questionable gluc results. The customer double checked the results before releasing from the laboratory. No erroneous results were sent to physicians.

Manufacturer narrative:
The customer has not had any further issues since the field service visits. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
Upon review of calibration data, all calibrations performed with the reagent lot were ok. Control recovery was within range on the day of the event, but control recovery between 01-jun-2018 to 14-jun-2018 was not stable. The first level of control was outside of range on 08-june-2018. The second level of control was outside of range on 07-jun-2018 and 12-jun-2018. A precision study performed for creatinine on 13-jun-2018 indicated that reagent pipetting precision was not ok. For a second precision study performed on 13-jun-2018, mixing was ok. Pipetting precision was also ok. For a third precision study performed on 15-jun-2018, mixing was ok. Pipetting precision was ok except for creatinine reagent pipetting precision.

Manufacturer narrative:
On (B)(6) 2018 , the field service engineer replaced all tubing on the rinse units. On (B)(6) 2018 , the customer stated that a discrepancy occurred for an additional patient sample tested for glu. No specific patient data was provided. For two weeks after (B)(6) 2018 , the customer did not report any additional issues. However, on (B)(6) 2018 , at least 5 samples had discrepant results for glu. Some had results that were initially 1000 mg/dl and when repeated, the results were within the normal value range. For these samples, it was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with these patients. On (B)(6) 2018 , the field service engineer replaced all sample and reagent probes.

Manufacturer narrative:
For the samples tested on (B)(6) 2018, no erroneous results were reported outside of the laboratory. The customer has been repeating all samples with glu results that are greater than 200 mg/dl.

Manufacturer narrative:
On (B)(6) 2018, the customer provided data for two additional patient samples with erroneous results. One had an erroneous result for igm-2 tina-quant igm gen.2 and the second had an erroneous result for glu. The erroneous results from these samples were not reported outside of the laboratory and no adverse events were alleged. The first additional sample initially resulted with an igm value of 525 mg/dl, which repeated as 204 mg/dl. The second additional sample initially resulted with a glu value of 595 mg/dl, which repeated as 99 mg/dl. On (B)(6) 2018, the customer provided data for six additional patient samples tested on (B)(6) 2018 with questionable initial results for glu, iga-2 tina-quant iga gen.2, and mg2 magnesium gen.2. None of the data was a reportable malfunction. No adverse events were alleged. The field service engineer replaced the gear pump and adjusted the pressure. He checked the gear rotor, lubrication of the reagent arms, rinse volume rate, probe adjustments, rinse arm adjustment, the vacuum pump condition, and vacuum pressure. Precision studies were performed. No further issues were reported by the customer after these actions.